Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly due to cracked lcd controller. We were unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. We were unable to verify pump error 25 error alarm or power loss alarm due to blank flashing white lcd. The insulin pump was received with cracked keypad overlay at the center circle button, cracked reservoir tube lip, scratched case, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received power error on their insulin pump. It was reported that within an eight hour time span, the customer had received the alarm three times. It was reported that the device had to be rewound each time. It was reported that the device would be replaced. No further information provided.